Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
There were two adapters with the same lot number to be implanted. It was reported the patient underwent surgical intervention on (B)(6) 2017 where a competitor ipg was to be removed and replaced with an abbott ipg. However, once ipg pocket was opened it was determined the competitor extensions were not compatible with the abbott adapters. It was confirmed prior to the procedure the abbott adapters were compatible with the competitor leads; however the physician declined to open the mid-back incision to attach the abbot adapters directly to the competitor leads and ended the procedure without implanting any abbott devices. Concomitant devices are competitor devices hence are unknown.